Event description:
Procedure: thoracic. According to the reporter: the client reports that the instrument stapled normally with the first sulu. After being reloaded with a second sulu, it did not staple properly, tearing the pulmonary tissues.